Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 2.25mg/day. The lot number was unknown. The indication for use was spinal pain. The patient missed a refill with their former pain office and heard the audible pump alarm. A rotor study was done and everything was fine. An empty reservoir occurred. The pump was to be filled with saline on (B)(6) 2016. The patient experienced symptoms of headache, flu-like symptoms, and withdrawal. The pump was programmed to saline at the same rate the morphine was being delivered. There was 0.462ml of drug remaining in the system. As of 2(B)(6) 016, it was 2 days until all of the remaining morphine was delivered. Troubleshooting resolved the reported issue. The symptoms had been resolved. It was noted that the pump may be filled again with drug in a couple weeks. If additional information becomes available, the event will be updated.